Event description:
Right knee stiffness [joint stiffness]. Right knee swelling/very swollen [joint swelling]. She couldn't bend the right knee [joint range of motion decreased]. Limping [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2012 (additional information was received on (B)(6) 2012) regarding a (B)(6) female patient, initials (B)(6) with osteoarthritis. The patient's medical history was significant for previous medical device implantation with first series of synvisc back in (B)(6) 2012 and had some relief of pain. On an unspecified date in 2012, the patient again received synvisc (hylan g-f 20) injection, in both knees (dosage regimen and route not provided). The lot number for synvisc was not provided. On an unspecified date, the patient had a lot of swelling coupled with stiffness and then limping. The patient felt like there was a tennis ball behind the knee cap and the entire knee was very swollen and tight like it was being strangled. The patient also felt like that she had a rubber band around her knee. It was reported that the patient was told by her physician that she had an allergic reaction to synvisc due to thickness of the hylan in the third injection. The patient received treatment with 21 day blister pack of steroids as the events were not improving. The patient reported that her knee was very swollen and she was put on antibiotics. The patient stated that her knee continued to get worse and she couldn't bend the knee. The patient reported that this happened only in her right knee and she was generally a healthy person. The patient had not yet recovered from the events of limping, right knee stiffness, right knee swelling and "couldn't bend the right knee." Relevant concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.